Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample from same lot returned for evaluation, actual device not returned. Bd was not able to confirm or duplicate indicated failure. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4308832. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the needle broke from the rest of the bd vacutainer® safety-lok¿ blood collection set with holder 23 gauge 3/4 inch needle length safety needle 12 inch tubing device while inserting into a patient. No serious injury or medical intervention reported.